Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that chemotherapy infusions are taking longer to complete than expected. This occurs approximately once per week. An example given was that the chemotherapy was expected to complete in 24 hours, however it actually completed in 26 hours. There was no report of patient injury as a result of this event.